Event description:
Patient underwent fusion spinal lumbar posterior multi-level removal of l4-5 rod, l2-4 laminectomy, replacement of left l4-5 rod, l2-5 bone onlay fusion, revision. This initial surgery was done in 3 years prior at another facility. I'm unable to get information. The explanted hardware was sent to pathology. Hardware, lumbar, explanted: received fresh are 2 metallic orthopedic screws in 2 segments of a fragmented orthopedic rod. The screws measure 2.0 x 0.9 x 0.8 cm in aggregate dimension. One of the screws demonstrates a following inscription: "(B)(4)". The other screw demonstrates a following inscription: "(B)(4)". The metallic rod upon reconstruction measures 2.8 x 0.4 x 0.4 cm. The metallic rod demonstrates a following inscription: "(B)(4)."